Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak occurred with the liberty cycler set during treatment. The patient stated that the blue pin located in the patient line had broken off and fluid started to leak out of the hole. There were no alarms or warnings received prior to the leak. No fluid leaked from the cassette door of the cycler. The patient was advised to cancel treatment and re-setup with new supplies. Additional information was obtained during follow-up with the pd patient. The patient did not experience an adverse event, serious injury, or require medical intervention as a result of the reported issue. The patient was able to complete treatment after re-setting up the cycler with new supplies. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak occurred with the liberty cycler set during treatment. The patient stated that the blue pin located in the patient line had broken off and fluid started to leak out of the hole. There were no alarms or warnings received prior to the leak. No fluid leaked from the cassette door of the cycler. The patient was advised to cancel treatment and re-setup with new supplies. Additional information was obtained during follow-up with the pd patient. The patient did not experience an adverse event, serious injury, or require medical intervention as a result of the reported issue. The patient was able to complete treatment after re-setting up the cycler with new supplies. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.